Event description:
On 11 december 2020, neotract was made aware of a patient who had received a prostatic urethral lift (pul) on (B)(6) 2020. Post procedure, the patient stated he still experienced symptoms of bph and had multiple streams while urinating. In (B)(6) 2020, the patient reported he was diagnosed with a urethral stricture possibly caused by an instrumentation injury during the pul procedure. The urologist advised him to use a dilation device and to give the scar tissue time to heal, but that surgery may later be needed for stricture removal. No additional information is available at this time.